Manufacturer narrative:
Siemens service went on site and replaced the illumination assembly and completed the necessary imaging adjustments. The exposure adjustment passed without any issues. The system was calibrated and all qc were in the expected ranges. Known positive leukocyte specimens were run and all were confirmed positive. The system is operational.

Event description:
The customer reported false negative leukocyte results on the novus when compared to the microscopic sediment reading. There is no report of injury due to this event.